Event description:
Erratic blood glucose levels and hypoglycaemic coma [hypoglycaemic coma]. [Blood glucose fluctuation]. Case description: pt reported that they experienced erratic blood glucose levels since they began insulin therapy with a novopen 3 and novolin r penfill insulin in 2000. Pt also reported that they experienced one episode of hypoglycaemic coma in 2/2002. The pt stated that their blood glucose levels have been poorly controlled since they were diagnosed with diabetes in 1998 (300-500 mg/dl). Pt was started on oral antidiabetic medications, but their blood glucose levels did not come down. After they were started on insulin therapy their blood glucose levels improved, however, they became very erratic, ranging from 38 mg/dl to 300 mg/dl. They attributed the variation in thier blood glucose levels to their poor diet, as they did not follow a regular diet. Pt lives alone and sometimes forgets to eat at all after taking their insulin. The pt has had multiple episodes of hypoglycaemia where they felt sweaty and dizzy. All the episodes resolved after eating or drinking orange juice and prior to the event in 2002, pt has never experienced loss of consciousness. In 2002, pt experienced an episode of hypoglycaemia with loss of consciousness. The event occurred at approximately 12:20 pm while pt was in church. The pt took their normal dose of 10 units of novolin r penfill insulin at 8am, however, pt did not eat breakfast or lunch. While in church pt began to feel sweaty and dizzy. The pt knew pt was having a hypoglycaemic reaction so pt tried to walk to their car to go home to eat. However, while walking to their car pt passed out in the parking lot. Other members of the church knew pt was a diabetic so they put sugar in their mouth and he woke up. The pt stated that pt believes they were unconscious for approximately five minutes. After pt woke up they still felt a little weak. One of the members of the church drove pt home and pt ate and immediately felt better. Pt did not check their blood glucose level before or after the event but they stated that pt was sure it was low. The pt also stated that pt is not sure if they are using the novopen 3 correctly. Pt has never done a function check on the device and pt does not do an air shot before each injection. Pt also reported that recently it has become difficult to "load the cartridge". Upon questioning it was discovered that pt did know how to reset the piston rod. After this was explained, the pt was able to load a new cartridge without difficulty. There have been any recent changes in their activity level or health status and pt has no history of renal or hepatic disease. Comment: due to f/u info rec'd on 3/2002 the case has been re-classified as serious (unconsciousness reported).